Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to perform the no delivery test due to the prime anomaly. The pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, a scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had 4 motor error alarms on the insulin pump. Customer stated that this morning she woke up and tried to give herself a bolus and the pump alarmed. Customer has had several alarms today. Customer's blood glucose is 327 mg/dl. Customer treated with a manual injection. Customer was assisted in clearing the alarm. Customer stated that the drive support cap appears normal. Customer stated that they are able to rewind the pump and the motor error alarm occurred more than once in the last 30 days. Customer stated that the motor error alarm occurred during bolus. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.